Manufacturer narrative:
The fse discovered a significant amount of fluid in the wash wheel portion of the analytical module. The fluid damaged the led (light emitting diode) assembly and the luminometer adjacent to the wash wheel. As a result, dcf (drift correction factor) error messages were generated, indicating an issue with the luminometer/led. The fse cleaned the wash wheel but was unable to determine the source of the fluid leak. The fse noted no issues with the probes, tubing, or associated pumps. The fse fitted new led reference, luminometer and analytical unit (au) hard drive per procedure. The fse performed wash wheel alignments and aligned pipettor #1 as the z-offset-out caused unexpected level heights. The fse adjusted the relative light units (rlu's) to match previous system check. The fse performed system check, high sensitivity (hs) system check, quality control (qc), and all calibrations. The fse verified the wash wheel for any fluid and no evidence of fluid was observed. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the cause of the quality control (qc) out-of-range and dcf (drift correction factor) error messages was a fluidics leak which damaged the luminometer/led assembly. A definitive cause of the fluid leak cannot be determined with the available information.

Event description:
The affiliate stated the customer reported failed quality control (qc) and luminometer error messages involving the unicel® dxi 800 access® immunoassay system. The customer indicated false patient results were generated but were not released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.